Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right reverse total shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to a patient fall causing the baseplate to rip out. The humeral head and taper adapter were removed and replaced and the glenoid was augmented with bone graft and one screw. Patient was further revised on (B)(6) 2015 as a continuance of treatment for the patient fall.

Event description:
It was reported that patient underwent right reverse total shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to a patient fall causing the baseplate to rip out. The humeral head and taper adapter were removed and replaced and the glenoid was augmented with bone graft and one screw. A further revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.